Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: (B)(6) 2023. = component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: 1. Please confirm the lot number of the 3-0 prolene suture. 2. Status of product return. Investigational summary: the product was returned to ethicon for evaluation. Visual inspection evaluation was conducted on the returned device. The returned sample revealed that it was received one strand in two sections. The packaging (labeled winging former) was received empty and pertained to the product code hs6822h. In order to evaluate the condition of the returned sample, the swage area of the needle was visually inspected and marks on the edge that appears to be caused by a surgical instrument could be observed. Fraying near the swage area, crimping marks on the surface of the suture, and the ends cut possibly caused by a surgical instrument were noted. In addition, one portion of the suture was attached to the needle. As part of ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Related reports: 2210968-2023-02571 & 2210968-2023-02573

Event description:
It was reported that a patient underwent a CABG with avr procedure on 3/16/2023 and suture was used. During the procedure, the suture broke. During the valve replacement when securing the valve into the aorta that the 3-0 suture snapped while securing the knot and while attaching the harvested vein to the heart the 5-0 suture snapped while tying the knot. A second suture was used to complete each portion of the procedure. There were no adverse consequences for the patient. Additional information was requested.